Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure the following day, it was found that the right ventricular (rv) leadless pacemaker (lp) had dislodged and migrated to the right ventricle apex. The rvlp was retrieved and explanted. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure the following day, it was found that the right atrial (ra) leadless pacemaker (lp) had dislodged and migrated to the right ventricle apex. The ralp was retrieved and explanted. Patient condition was stable.

Manufacturer narrative:
Reported event of dislodgment was not confirmed. The device was returned in one piece for analysis. Visual inspection, specification measurement and longevity assessment of the device were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.